Event description:
It was reported that left hip revision surgery was performed due to metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis. During the revision the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The left bhr was revised and converted to a modular device five years post op due to reports of pain, elevated metal levels as well as a positive MRI. The provided revision operative report noted that during the revision implants from the stryker & biomet corporation were used. Significant amount of metallosis type disease noted throughout the trochanteric bursa. Mild to moderate muscle damage as well as significant amount of black fluid was noted throughout the hip. It was reported that this fluid was sent to the lab for analysis however the results were not provided. There was black necrotic debris throughout the posterior cortex of the femur. This was carefully cleaned and debrided. There was a large lytic area posterior cortex of the femur noted, due to the large lytic lesion the surgeon stated he did not feel it to be safe to use a standard proximal fitting prosthesis, he felt it would put too much stress on the large area and potentially propagate a crack down the femur. Therefore, a modular type stem was prepared. Given the large defect the surgeon felt it was prudent to debride this further and use the bone graft filler. Although it was reported that the patient had pain, elevated metal levels as well as a positive MRI no documents were provided for review. The intraoperative findings of lytic lesions, black fluid, and black necrotic tissue are consistent with an adverse reaction to metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the reported symptoms, left hip revision/conversion to a tha, and an expected post-operative convalescence period cannot be determined. It was noted that use of a competitor¿s (stryker) femoral head device, femoral stem and (biomet) dual mobility liners were implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.